Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.